Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." Device not returned.

Event description:
It was reported that the pump am/pm time setting and date was inaccurate. Reportedly, the customer's health care professional incorrectly changed the time. Tandem technical support guided the customer through adjusting the pump time. There was no reported impact to customer's blood glucose level.